Event description:
Atrial under sensing throughout report episodes rv tip to rv coil lead impedance warning on (B)(6) 2018, (B)(6) 2017 l5:00:10 * rvtip to rvcoi! Lead impedance 190 ohms. (B)(6) 2017 15.00:10 * rv tip to rv coil to lead impedance 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).